Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the system forced the account to reboot. They were unable to get a connection and were stuck in a standalone mode. After a reboot and reseat of the cable the issue has not occurred again. No patient present.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. The issue was resolved by reseating the cable. The software functioned as designed. If information is provided in the future, a supplemental report will be issued.